Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000110241. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported one of the patients leads displayed high impedance. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Investigation was unable to determine which lead was at fault.